Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the 14 fr esheath+ could not be advanced into the puncture site due to a partially split sheath tip (only the introducer tip and the very tip of the esheath+ were inserted before resistance was felt and esheath+ was removed). No patient injury occurred. Another esheath+ was used and the procedure was successfully completed. The patient was stable post procedure and discharged. The root cause of the event was the tip flared when trying to insert the esheath+.